Event description:
A caller reported that a t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the caller to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging, with plans for a follow-up. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.